Event description:
The facility reported that the device was not dispensing the proper medication. There have been no incident reports filed since the last baxter service event. No additional information.